Event description:
I had breast augmentation surgery (B)(6) 2011. Within a few months through the course of the following 8 years my health declined. I had chest pain, neck pain, back pain, joint pain, numbness, trouble breathing, night sweats, high cholesterol, hair loss, short temper, weight gain. I was a college athlete so I was active and healthy before implants. I had them removed (B)(6) 2019 when I put two together and about 90% of my symptoms are gone. I truly believe my implants were making me sick. Anytime a foreign object is placed in the body, the body warns it off by exhibiting auto immune traits (which my bloodwork came back positive for autoimmune disease right before explant). I will never allow my daughter to make the mistake I did by getting implants. I think more studies need to be done as well as research about the chemicals etc., that the FDA warrants as "safe" for our bodies. I feel that if these were safe, employees would not have to wear a hazmat type suit to handle the products. FDA safety report ID# (B)(4).